Event description:
It was reported that the lead was explanted and replaced due to noise and an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned cut into two pieces. External insulation abrasion was found at 13.5cm to 14.1cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location. The field observation of noise could not be confirmed. Without return of the entire lead, a complete analysis could not be performed.